Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. The returned delivery system device was visually examined, and the following was observed: balloon was inflated according to the instructions for use (IFU) with the returned syringe and no abnormalities were observed. Functional testing was also performed. The delivery system was able to be successfully inflated and deflated with no abnormalities observed. The inflation and deflation time measurements were taken, and the measurements met specification. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the inflation difficulty was unable to be confirmed based on evaluation of the returned device. There was no manufacturing non-conformance identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. Additionally, a review of the IFU and training manuals revealed no deficiencies. As reported, during inflation of the delivery system balloon, it was difficult to push volume into the balloon. This was noticed since the beginning of inflation. The valve was able to be fully deployed successfully. In addition, it was reported that the device had been torqued during the procedure. Per evaluation of the returned device, the balloon was inflated according to the IFU with the returned syringe and no abnormalities were observed. Per the training manual, "to prevent kinking of the delivery system, do not torque the handle while rotating the flex wheel" and "ensure the edwards logo is facing up on the delivery system." It is possible that the system was excessively manipulated/torqued during tracking, constraining the fluid path and contributing to the reported slow inflation of the balloon. As such, the available information suggests that procedural factors (device manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in austria, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, during inflation of the delivery system balloon, it was difficult to push volume into the balloon. This was noticed since the beginning of the inflation. The valve was able to be fully deployed successfully. The patient was stable post tavr procedure.